Event description:
Reporter alleged obtaining the results of 278 mg/dl, 426 mg/dl and 158 mg/dl back to back within 10 minutes on the aviva system. Reporter took 20 units of lantus based on the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.